Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7080288.

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of pain, itching, and oozing at the ipg and lead sites were noted. The infection was not related to the device but instead due to the patient not controlling her a1c levels as physician instructed her to. The patient was placed on two different antibiotics and neither worked. All components were explanted and will not be returned per hospital policy. The patient is currently doing better.